Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had a potential overinfusion issue. The reporter stated that the patient received a bolus of oxytocin when removing the set from a baxter infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.